Event description:
This rv lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2014 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).